Event description:
Reporter indicated that a vns patient was to undergo revision surgery due to pulse generator migration and lead pulling sensation experienced after "gastric surgery." Surgery subsequently took place where physician repositioned the device and sutured the generator the fascia to keep it from migrating again. No products were explanted. Intraoperative diagnostic testing after the device repositioning yielded results within normal limits.